Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead was returned and analyzed. Additional finding of blood in/on helix mechanism.

Event description:
It was reported that during the implant attempt, the lead exhibited poor measurements. During attempted repositioning of the lead, the patients blood pressure dropped significantly and an echo showed the patient had a pericardial effusion and it was noted there was a perforation. The lead was not implanted, and was not replaced. No further patient complications have been reported as a result of this event.